Event description:
"Metal fell off clips into patients abdomen. Clip would not close around duct. Clips fell out." Everything was retreived and the patient is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer. When returned product will be evaluated and final report will be submitted.